Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced low blood glucose and the emergency medical response team were called on two occasions. Customer reported that on both occasions which were (B)(6) 2015 and (B)(6) 2015 blood glucose were 33 mg/dl. Paramedics were called and customer was treated with glucose drink. Customer was not sure if low blood glucose were caused by insulin pump and customer will monitor insulin pump; customer declined troubleshooting. It was reported that batteries were changed on charger and light stayed solid green and turned off. Customer would call back should blood glucose remain low after charger was replaced.